Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she was admitted to the hospital with a diagnosis of diabetic keto-acidosis and a blood glucose (bg) of 502 mg/dl. Patient was reportedly treated with intravenous insulin and saline and bg was down to 203 mg/dl at the time of the call. The patient reported that she changed her site the night before and woke with a bg of 388 mg/dl. The patient reported that she tried to use the restroom and passed out; the patient reported that she did not think passing out was related to diabetes. She reportedly change her site and set again and bolused to correct for elevated bg. Later that morning she was reportedly incoherent and an ambulance was called. The patient confirmed that all settings were correct. The patient reported that she received an occlusion alarm but she was able to clear the alarm without issue. Customer support concluded that the elevation may have been due to a bad site. This report is made based on the allegation that the patient experienced diabetic keto-acidosis while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: the pump data from the time of the event had been overwritten due to continued use of the device. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A flow accuracy test was performed and the pump was found to be delivering within specifications. A force sensor calibration test was performed and the pump was found to be detecting force outside of specifications. The pump was opened and the force sensor resistance was in specifications and no sensor contamination or damage was found.